Manufacturer narrative:
(B)(4). Batch # m90n57. The analysis results of the d12lt found that it was received in good condition. During the functional testing the bullet retracted permitting the exposure of the blade during the advancement through the skin test media and returned to safe position upon penetration; the bullet performed as intended without any anomalies noted. It could not be determined what may have caused the event reported. Our manufacturing batch history review identified that an issue related to the blade not coming out was detected during the manufacturing of one of these lots. When this occurs, our quality system documents the necessary actions to ensure final product quality. The final quality release criteria was met before this batch was released for distribution.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that prior to an unknown procedure, the blade is not coming out before using it. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.